Event description:
The impactor cracked and broke in half during normal use. Both pieces saved and nothing was left in patient.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture along the slot that connects with the universal handle. The root cause is attributed to misuse through misalignment. The flat of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the determination of user error/technique as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.